Manufacturer narrative:
The reported event cannot be confirmed via laboratory testing. Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device reference 1 of 2 report. Manufacturer report: 3006705815-2017-07140. It was reported the patient's scs trial implant surgery was abandoned. The patient had previous back surgery which caused difficulty for the dr. Getting the leads to the appropriate level. Consequently the dr. Had to have the surgery abandoned.